Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, and self -test. Unit passed the displacement accuracy test (dat) with 0.0875 inches. Unit did not pass the sleep current measurement test due to high current. Pcba 2 was swapped out with a test pcba 2, and pump was able to pass the sleep current measurement test. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No alerts/alarms/anomalies noted during testing. Pump error 41 occurred on (B)(6) 2022 16:05:17.000 in history files. Pump error 43 occurred on (B)(6) 2022 16:05:17.000 in history files. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and motor home switch. Motor was tested outside and it passed. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. Pump error 41and pump error 43 was confirmed due to moisture damage on the motor assembly. Unexpected battery power loss was confirmed, problem isolated to the pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that insulin pump was exposed to high magnetic field. Customer was able to clear the alarm successfully. Customer was able to complete rewind. Customer stated that they performed displacement test and self test. Insulin pump did pass the test. No harm requiring medical intervention was reported. The device was returned for analysis.